Event description:
It was reported by repair work order that the bed was drifting downward. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
Follow-up submitted with evaluation results in which the alleged issue could not be replicated and no defect was found.

Event description:
It was reported by repair work order that the bed was drifting downward. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.